Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most presumed cause of the tank contamination, foreign matter, and debris in the water tank was likely due to aging which fragment came off as the foreign material. Diaphragm pump u contamination was likely due to the detergent pump malfunction. Sensor contamination was likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The endoscope preprocessor was returned to the service center with a report of e81 error this does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, tank contamination, foreign matter and debris in the water tank, diaphragm pump u and sensor contamination were found. There was no patient involvement.